Event description:
A nurse reported that a pt developed endophthalmitis one day following a phacoemulsification with iol (intraocular lens) implantation procedure in the left eye. The surgeon believes that a fiber had been in the pt's eye during the procedure which she was unable to remove, therefore, the fiber was retained in the pt's eye postoperatively. The reporter did not know if the fiber came from the pack, the iol, or the viscoelastic. The pt was referred to a retinal specialist and underwent a vitrectomy procedure and received antibiotic treatment the day after the initial procedure. The pt's condition had resolved as of (B)(6) 2014.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause has not been identified. Additional info has been requested. (B)(4).